Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-17. It was reported that the patient was experiencing drug withdrawal symptoms in relation to the motor stalls and report of being "miserable." The replacement had not been scheduled yet but it was indicated that the plan was that the pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone [3 mg/ml] at a dose of 1.35887 mg/day and bupivacaine [5 mg/ml] at a dose of 2.2646 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). The pump status and/or event log report motor stall occurred with multiple motor stalls and recoveries. The initial motor stall occurred on (B)(6) 2017 followed by a recovery and then intermittent stalls and recoveries. One stall duration was 12 hours. The pump was currently stalled at the time of the report. The alarm was silenced and interval updated to 2 hours. The hcp would call back for pump off code if the pump alarm, which would start again 48 hours after the last stall, bothered them too much. Pump replacement plans were being considered. The patient was miserable, which was considered a sudden change in therapy/symptoms. The patient¿s weight was (B)(6) lbs. Pump logs examined on (B)(6) 2017 at 16:51 with the last change being on (B)(6) 2017 at 15:02 were attached to the report. The logs showed the following motor stall-related events: (B)(6) 2017 14:11 motor stall occurred (B)(6) 2017 14:34 motor stall recovery occurred (B)(6) 2017 06:40 motor stall occurred (B)(6) 2017 18:11 motor stall recovery occurred (B)(6) 2017 07:29 motor stall occurred (B)(6) 2017 09:42 motor stall recovery occurred (B)(6) 2017 11:56 motor stall occurred the hcp requested the pump off password on (B)(6) 2017. No further complications were reported or anticipated.